Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
On april 6th, 2023 tandem diabetes care was informed of an update regarding the customer's pump issue: "we didn¿t find any alerts or alarms in the pump history which indicates a pump failure." They were able to perform the load process without any issue. The pump is functioning properly and will not be returned to tandem for investigation.